Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #c9dk6t. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dk6t, and no non-conformances related to the reported complaint condition were identified. -additional event information: ·it was told that the jaws stopped working, after the tissue was inserted. Does it mean that the release was completed without any problems after the tissue was inserted? Yes. The jaws opened and released without any problem. ·if the release was not possible, please tell us how you opened the jaws. There was no problem in releasing the jaws with the normal handle opening operation. ·were there any bleed or additional procedures according to releasing the jaws? No bleeding or additional procedure was required.

Event description:
It was reported that during robot-assisted gastrectomy, the device could not be fired at the third firing. The device only pinched the tissue and stopped working. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.